Event description:
The patient came to the unit with signs of bleeding from y connection of the catheter, there was a rupture.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.